Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.1 was giving a pyxis bus error and failure to access. Customer tried to reboot and recover but issue doesn't resolve. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 pockets were not detected on the bus. The field service engineer (fse) checked the station, performed shutdown and reboot, and ran diagnostics. The row board cables for drawer 4.1 were reseated. After rebooting, diagnostics were completed successfully and the drawer was functioning normally. The system functioned as intended after the field service engineer repaired the device.